Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicate that the cause for the discordant troponin ultra result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Multiple positive advia centaur troponin ultra results were obtained on multiple patient samples. Upon repeat of the patient samples, the results were all negative. Patient treatment was not prescribed or altered. There was no report of adverse health consequences due to the discordant troponin ultra result.